Event description:
It was reported the customer had recurring motor error alarms during bolus deliveries. Customer's blood glucose was 452 mg/dl. The customer treated their blood glucose with a manual injection. The customer's father could not recall any significant events leading to the alarm. Customer's father also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.